Event description:
The pt had increased symptoms. The pump was alarming. The pump was interrogated and showed that a motor stall occurred; it exceeded 48 hours. No rotor or dye studies were performed. The pump was replaced. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver morphine, clonidine, and ropivacaine.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.